Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for low impedance readings on the rv coil and svc coil. The implantable cardioverter defibrillator (ICD) was noted to have rapid battery depletion for five months after implant. The lead and device remain in use. No patient complications have been reported as a result of this event.